Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: canal obstruction (tee obstruction). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: canal obstruction (tee obstruction). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Reporter street address line 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had some foreign body lodged in the instrumental canal. The issue was found during set up. There were no reports of patient harm.